Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced headache, vomiting and nausea due to cerebrospinal fluid leakage during an scs trial procedure. The physician performed a blood patch. Patient returned to the emergency room and a second blood patch was performed and patient's symptoms have resolved.